Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and dehydration. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. The customer reported having symptoms of vomiting, headache, and a strange taste in her mouth. The customer was wearing the insulin pump at the time of hospitalization. Customer stated that she had mrsa on her leg which led to the high blood glucose levels. Troubleshooting occured.